Manufacturer narrative:
(B)(4) - the actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had a large drain during the previous night¿s treatment. Treatment data reported from (B)(6) 2017 did reveal an episode of increased intraperitoneal volume (iipv), where the largest drain volume from this treatment occurred during drain cycle 1, with 3785ml having drained. This drain reflects 252% of the prescribed fill volume. The reported large drain of 3785ml was 252% over the expected drain volume which resulted in a reportable device malfunction. Additional information received from follow-up with the patient confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention.